Manufacturer narrative:
(B)(4)

Event description:
It was reported "iab would not fully unwrap upon insertion". Additional information states that the iab catheter "eventually unwrapped" after manual inflation. No patient injury or consequence reported. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4). The reported complaint for "iab would not fully unwrap upon insertion" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "iab would not fully unwrap upon insertion". Additional information states that the iab catheter "eventually unwrapped" after manual inflation. No patient injury or consequence reported. The patient's current condition is unknown.